Event description:
It was reported that patient underwent uneventful ilasik in both eyes on (B)(6) 2015. Scheduled by affiliate for a post treatment evaluation on (B)(6) 2015 to evaluate possible epithelial ingrowth in right eye. Slit lamp exam noted epithelial ingrowth in right eye. Patient brought to the laser suite and flap was lifted and epithelial removed in right eye. Patient referred t the affiliate for one day post treatment. 5/30/2015 visual acuity sans corrected (vasc), 20/20 right eye, 20/20 left eye. Vasc prior to lift was 20/25 right eye and 20/20 left eye.

Manufacturer narrative:
Additional information: equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.